Event description:
It was reported that the customer had high blood glucose levels (325 mg/dl). Customer uses humulin u-500 insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contradicted for use with products other than humalog and novalog.